Event description:
It was reported that a customer experienced a continuous glucose monitor pairing difficulty, with an initial scan error during setup that resolved after a re-scan, and the sensor then entered the standard warmup period. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no alerts or alarms, and successful continuation of use after education on the warmup process. Investigation included customer support troubleshooting and user guidance. Investigation of this case revealed no device malfunction and normal operation following proper scanning, consistent with user setup error that corrected with re-attempt and education. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup.